Event description:
Paramedics attended to a person diagnosed in cardiac arrest. Three shocks were administered using the device. During transport to the hosp, the operator administered two defibrillator shocks, however the device allegedly failed to deliver the energy to the pt. The operator said that there was "no pt movement from shock". The operator increased the energy level to 360 joules and attempted to administer another shock. The device allegedly displayed a service indicator and failed to discharge. The pt was described as in ventricular fibrillation upon arrival at the hosp. The pt expired after additional treatment and had been administered at the hosp. The customer indicated the device did not cause or contribute to the pt's outcome. The reason they thought the device did not cause or contribute to the pt's outcome was because the pt was in a 'torsades de pointes' rhythm.